Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a bolus delivery. He also reported a no delivery alarm after he attempted to rewind his insulin pump. Customer's blood glucose was 260 mg/dl. He also stated he was able to complete the rewind sequence on his insulin pump. The customer could not recall any significant events leading to the alarm. He also mentioned the insulin pump had gone through a metal detector a few days prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.